Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. Ultimately, the customer was advised to replace supplies and continue insulin therapy.

Manufacturer narrative:
The customer followed up with tandem regarding the issue. Due to ongoing occlusions the pump was replaced

Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was guided by tandem technical support to complete a system check and they were advised to replace supplies. However, occlusions alarms continued. Upon follow-up with the customer on (B)(6) 2026, tandem clinical support replaced the pump. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.